Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 568 mg/dl at the time of incident and 570 mg/dl yesterday. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. New battery resolved the issue. Customer experienced symptoms such as nausea and abdominal pain. The customer was assisted with troubleshooting and declined for continue for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.